Event description:
Customer's husband stated that his wife is hospitalized due to non-diabetes related illness. Customer is experiencing high blood glucose. The current blood glucose reading is 286 mg/dl. The insulin pump is alarming no delivery. During troubleshooting, assisted caller with rewind and priming the insulin pump. The insulin pump did not alarm no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.